Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 11.1 mmol/l at the time of the incident. The customer reported failed sensor connection and upon removal found part of the filament was missing. The customer will not be returning the sensor for analysis.